Manufacturer narrative:
510(k): k212323 investigation evaluation: the products said to be involved were returned in a clear plastic bag with 5 empty pouches and two used devices from the lot number provided in the report. The labels match the products returned. Additionally, 3 sealed devices from the lot number in the report were returned and evaluated. Photos were provided and reviewed. The first picture provided shows the distal end of two devices, and the clip housing has detached from the cath attach but is still connected to the drive wire. The second picture shows an endoscopic image of multiple closed clips on the mucosa as well two loose closed clips. The clip housing likely detached from the cath attach for the two loose clips and then the clips deployed in the patient. A picture of the lot number was not provided. Prior to use devices #1-2: our laboratory evaluation of the products said to be involved confirmed the report. A visual examination confirmed the clip housings has separated from the coil catheters but remain attached to the end of the drive wires, in a closed position. The clips could not be reopened. The devices were viewed under magnification and a product discrepancy or anomaly that could have contributed to these reported occurrences were not observed. Sealed devices #1-2: the devices were functionally tested to verify open/close and the cath attach to housing joint strength. The clips advanced through the scope, opened, and closed as expected. Additionally, the clips did not separate from the cath attach when opened. A functional test was then performed for the housing to catch attach joint tensile strength. The devices separated at the cath attach at a detachment force within the acceptance criteria. Therefore, the complaint could not be confirmed for these sealed devices. Sealed device #3: the device separated at the cath attach during preparation of the tool, before the tensile test was able to be performed. The complaint for this sealed device is confirmed based on the failure of the device before being able to tensile test strength. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: returned, prior to use devices #1-2, sealed device #3: our laboratory evaluation of the returned devices confirmed the report. Sealed devices #1-2: these products functioned as intended and met our requirements for the housing to cath attach joint. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During an unspecified endoscopic procedure, the physician used seven instinct plus endoscopic clipping devices. It was reported that several clips from the same box were used. The clip appears to have been a little loose from the release system [moved in a tromboning motion]. When the clip was introduced through the gastroscope, they came out through the work channel practically loose. And they stayed in the patient's stomach. This happened 2 times. Another 5 clips were tested outside the patient and observed the same problem. They finally closed the defect with other clips. The clips were left in the patient's stomach to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k212323 investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first picture provided shows the distal end of two devices, and the clip housing has detached from the cath attach but is still connected to the drive wire. The second picture shows an endoscopic image of multiple closed clips on the mucosa as well two loose closed clips. The clip housing likely detached from the cath attach for the two loose clips and then the clips deployed in the patient. A picture of the lot number was not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided found the housing detached from the cath attach. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available